Event description:
A customer reported an issue with their freestyle meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction.

Event description:
Two increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. This is report 2 of 2. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 1500ml and the total drain volume was 2454ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test and was found to meet functional specifications relative to the increased intra-peritoneal volume (iipv) identified via device log review. The assignable cause of the iipv was determined to be: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance contacted the peritoneal dialysis (pd) clinic and provided the nurse with results of the device evaluation. Nurse reported no injury or medical intervention was associated with this event. No overfill symptoms were reported. The nurse stated the home patient (hp) continues to use the cycler for pd therapy and was during well with his current therapy.